Event description:
It was reported that the patient developed endocarditis. The device was programmed off and then the system was explanted a few days later without replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.